Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4) clinical study. It was reported that during a coronary stenting treatment procedure, a vessel dissection occurred. In (B)(6) 2009, the patient's clinical status assessment identified the subjects qualifying condition as stable angina (ccs classification 2) and the subject was referred for cardiac catheterization. The 99% stenosed target lesion was located in the proximal and mid left anterior descending artery with reference vessel diameter of 2.50mm and a lesion length of 20mm. The target lesion was treated with pre-dilatation using a 3.0mm x 15mm apex balloon, however, a grade a vessel dissection was noted. Then, a 3.0mm x 28 mm study stent was deployed and placed in the target vessel. Following post-dilation, residual stenosis was 0%. The subject was discharged on aspirin and clopidogrel one day post procedure.